Event description:
It was reported that a user did not complete the final steps of a supply change for the ilet system and did not recall seeing the fill cannula step; during the call, the user was instructed that when replacing an infusion site, the device should be set to insert a new infusion set so the fill cannula steps appear, after which the user located the fill cannula step in the cartridge menu and completed the supply change. Symptoms included no adverse clinical effects. Outcomes included no alerts, no alarms, and resolution after user education. Investigation included on-call troubleshooting and user guidance through the device menus. Investigation of this case revealed user operation error related to supply change workflow and correctable through education. It was concluded, based on previously established findings for similar reports, that the cause was use error.